Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to the patient develop an epidural hematoma. No other information could be obtained.